Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). The 3.50x20mm taxus liberte stent delivery system (sds) was advanced to the target lesion. During deployment of the stent, "the sds jumped back proximally" causing the stent to dislodge prior to full deployment. The stent was positioned with two-thirds of its length in the aorta and the remaining one-third of the stent was in the rca. Attempts to retrieve and re-dilate the stent were unsuccessful; the stent embolized into the distal peripheral. The physician deployed a 3.5x18mm promus to treat the target lesion. No additional patient complications were reported. The patient's current condition is listed as "fine". Additional information has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.